Event description:
It was reported that during a colectomy procedure, the blade tip broke off. No pt consequences. Another like device was used to complete the case.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.